Event description:
It was reported that during shoulder cuff repair, the handle of the ambient super turbovac 90 ifs wand overheated. The procedure was successfully completed with non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection shows no manufacturing abnormalities. No visual issues were observed. Product was out of the original packaging. No packaging returned. The reported malfunction was not duplicated during functional testing. A functional evaluation revealed that when used with a bypass box the device generated plasma as intended. The resistance measured at 1.04 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.